Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, if further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside it's package unopened. Upon visual inspection, a three(3) stain were noted to be one of the tip of the pen. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what may have caused the reported incident. The complaint was verified. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and topical skin adhesive was used. The surgeon observed 3 brown dots inside the tip of the product, so he changed a new one and continue the surgery successfully. Upon analysis of the sample it was verified that foreign matter was inside the package.